Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿had not been working for years.¿ MRI compatibility guidelines were requested. The area to be scanned was the head/brain. The scan was not related to the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3487a-33, lot# j0427670v, implanted: (B)(6) 2004-06, product type: lead. (B)(4).